Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and assessed by a health care professional. Assessment of the available records identified that the review of the images would not enhance the investigation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03101. Journal citation: hiyama, shuhei, et al. "Infected nonunion of subtrochanteric fracture with osteopetrosis: a case report." Jos case reports, vol. 2, no. 2, 15 june 2023, pp. 38-43, https://doi.org/https://doi.org/10.1016/j.joscr.2023.04.001. G2: foreign: japan. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported from a journal article that a patient underwent a right hip compression screw fixation procedure with competitor product on an unknown date after falling and sustaining a subtrochanteric femoral fracture. Four weeks later, the patient was diagnosed with a staph aureus surgical site infection. After antibiotic therapy, the infection was clear. Six months later, the patient fell again resulting in implant fracture and fracture nonunion. An open reduction internal fixation was performed with removal of the initial compression hip screw and implantation of a 9-hole ncb plate. The patient demonstrated elevated inflammatory markers and pus exudate from the wound. At three months postop, the patient was again diagnosed with a surgical site infection with staph aureus and pseudomonas aeruginosa identified. A month later, the 9-hole plate was removed, antibiotic beads with an external fixator was placed, and aggressive antibiotic therapy was initiated. Approximately 8 weeks later, a new 18-hole reversed ncb distal femur plate with a secondary 5-hole competitor plate was placed. The patient resumed aggressive antibiotic therapy, and the fracture remained nonunionized. Another exchange of the competitor plate occurred to promote healing. Good bone healing was achieved 9 months after the final surgery with bone union and fading of the fracture line at 3.5 years after the initial surgery. At the 5 year follow up, the patient had returned to pre-injury functional ability without pain or infection. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.